Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"Sales support rep (B)(4) called in with sales rep (B)(4) to report an out of box failure for 1 hlfdbxs200c laser fiber. (B)(4) informed me that the laser fiber was cracked out of the box and was not used on a patient. Out of box failure."

Manufacturer narrative:
Update as device returned after complaint closure: analysis of the complaint fiber revealed the fiber was completely unused upon arrival at dornier. After product evaluation, it was determined that the fiber returned for evaluation exhibited functioning properties of a conforming laser. During the initial visual examination, the distal tip and the proximal connector of the fiber looked unused and was fully intact with no breaks. The successful testing of the fiber and the presence of a pilot beam with successful laser transmission indicates that the fiber was fully capable of functioning as intended. It is unknown why the complainant indicated a "crack" in the fiber. The fiber functioned according to dornier specifications.

Event description:
"Sales support rep (B)(4) called in with sales rep (B)(4) to report an out of box failure for 1 hlfdbxs200c laser fiber. Steve informed me that the laser fiber was cracked out of the box and was not used on a patient. Out of box failure"